Event description:
The rep assembled the device and noticed that it is very hard to turn the shaft. He noticed this when he was assembling the device, there was no involvement in any procedures.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.